Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer complained of discrepant inr results for 1 patient tested on coaguchek xs plus meter serial number (B)(4) compared to the sta-r evolution xp laboratory method. The patient was tested on the meter with a result of 3.4 inr. The result from the laboratory was 2.4 inr. The patient's therapeutic range is 2.5 inr - 3.1 inr. There was no allegation that an adverse event occurred. The customer also complained that the meter produced an error when inserting the test strips. The customer did not remember what the specific error code was. The customer is not having issues with results for other patients. The meter and test strips were requested for investigation. Relevant retention test strips (lot 297788) were tested in comparison with the master lot coaguchek xs pt. For this purpose, two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred.

Manufacturer narrative:
The customer did not return any materials for investigation. Without these materials to investigate, a specific root cause could not be determined. The complained test strips have been calibrated against the who standard rtf/16 and the affected by recall. Corresponding retention test strips (lot 297788) were tested in comparison to masterlot #28632180 (recalibrated lot to rtf/09). The corresponding retention material complies with the specification, based on requirements of the regular retention testing process of the qc department. The retention material and comparable masterlot test strips did not show abnormalities. Investigations have indicated results are reliable from 0.8 to 4.5 inr, since the calibration data covers this measuring range very well.